Manufacturer narrative:
The product investigation was completed.device evaluation details:the device was returned to johnson & johnson medtech for evaluation. Visual inspection and screening test of the returned device were performed following johnson & johnson medtech procedures.visual inspection revelated a hole on the surface of the pebax, no foreign material was observed inside it. The magnetic and force feature were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed.the pebax damage could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined.the instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. For the force issue the instructions for use contain the following recommendations stated in the carto 3 system manual:: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing.a manufacturing record evaluation was performed for the finished device number lot 31360823l and no internal action related to the complaint was found during the review.as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the medical team noted a 106 alert code after the catheter plugged into carto and before first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient.